Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer amulet was implanted. About a hour after procedure, the patient presented with sudden hypertension and was diagnosed with a cardiac tamponade due to bleed from the left atrial appendage (laa). The cardiac tamponade was thought to be caused due to a preformation by the amulet device at the laa site. A pericardiocentesis was performed. The patient was taken to cardiac surgery and the pericardial effusion was successfully stopped. The device remained implanted. At the time of report the patient was still in the hospital in stable condition.

Manufacturer narrative:
An event of pericardial effusion, hypertension, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the amulet caused the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.